Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing erratic blood glucose of 40-500 mg/dl since (B) (6) 2010. She stated the infusion device makes abnormal noises and is very noisy during bolus delivery. She stated that 1.5 weeks ago, she switched to her backup infusion device and her blood glucose decreased. She stated that she ate to elevate low blood glucose and she either bolused through the infusion device or injected insulin via pen when her blood glucose was elevated. Her normal blood glucose range is 60-200 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.